Event description:
It was reported the patient presented in clinic for follow up. Interrogation revealed the implantable cardioverter defibrillator (ICD) exhibited myopotential oversensing, which triggered pacing inhibition. Programming changes were implemented. There were no patient consequences.